Event description:
Complainant alleged that during biomed testing, the device displayed "defib pad short" and "poor pad contact" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.